Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-533a-(B)(4): the fiber product was not returned in original box; the fiber product was returned used in an unsealed pouch; the glass cap shows a circumferential fracture on the distal side of fiber/cap fusion zone of the bevel edge; the fiber proximal to fracture can rotate independently of outer flow tubing; the glass cap bevel edge and the metal cap are not aligned; the glass cap cannot rotate within metal cap; the glass cap exhibits severe devitrification at the output window; the metal cap exhibits mild detritus adhesion on surface, and indications of slight melting on output window; the outer flow tubing open end exhibits minor scratch marks, and mild contamination, likely biologic. Based on device analysis, the potential for forward firing may exist. Fiber card analysis: use date: (B)(6) 2016; use time: 07:17:44 am; joules used: 80,260 joules; the fiber card is expired ¿ soft joule limit has been reached. Probable root cause: based on the device analysis, the product complaint "fiber damaged at arrival at dsv/order 202470" could not be confirmed; glass cap distal fracture was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
It was reported that fiber was noted to have been damaged in shipment from sj to dsv. No information on the type of damage was indicated. The deficiency of the product was discovered upon receipt of the shipment at the distributor site. There was no further information reported.